Event description:
Additional information: it was reported that the pump stopped due to incomplete telemetry. The pump recovered after updating successfully.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump memory error occurred during an update. It was noted that it was a brand new pump. Per the caller they were unable to establish telemetry in the operating room or the recovery room. It was also reported that they programmed a prime bolus of .351ml and verified that all settings were correct after previous pump memory error and invalid telemetry messages when attempting to update the pump. The pump was reinterrogated with the programmer and the reservoir volume showed 19ml which is what was originally programmed, it was noted "no previous prime had run" and the "pump was updated successfully." Additional information has been requested but was not available at the time of this report.

Event description:
It was reported that the pump recovered.

Manufacturer narrative:
Physician programmer: model # 8840, serial# unk. Catheter: model# unk, serial# unk, implanted: unk, explanted: unk.